Event description:
Doctor reported that when they had to go back into the abdomen months later, they didn't see any adhesions but that they saw "sand-like" particles on the mesh.

Manufacturer narrative:
Upon completion of investigation into this event, a follow up report will be submitted.